Event description:
As reported, the thermogard console sn (B)(6) failed during the power-on self-test due to an air trap alarm. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.